Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The bearings were replaced. The system operates as intended.

Event description:
The customer reported that there was an error message on the monitor of the 9900 system and that it would not expose or produce x-rays and it had to be restarted to make it work. No patient injury was reported.